Manufacturer narrative:
Investigation results: no difficulties were encountered during blood collection and each retention and control lot tube appeared to exhibit proper fill. The blood in all retention and control lot tubes exhibited comparable clot formation and retraction. The retention and control lot tubes were fully clotted prior to the allotted thirty minute clotting time. After centrifugation, proper and complete gel barrier formation was noted in all tubes evaluated. The serum was of acceptable quality and there was no hemolysis, fibrin or red cell hang-up observed in any of the retention lot or control lot tubes processed during this clinical investigation. This complaint is not confirmed with regards to poor barrier separation. Conclusion (summary): not confirmed. Ten retention lot samples were evaluated during this clinical investigation. All ten retention and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported with regards this lot number. This incident and lot number will be monitored for future occurrences. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) mode because the defect was not evident in the testing of the retention lot samples. This complaint is not confirmed with regards to poor gel barrier separation.

Event description:
It was reported that poor barrier separation was occurring when using the bd vacutainer® sst¿ blood collection tubes. No injury or medical intervention occurred.